Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Sex/gender: unknown/ not provided. Date of event: unknown, not provided; best estimate is between (B)(6) 2018 and (B)(6) 2018. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zlb00 20.5 diopter intraocular lens (iol) was implanted in the patient's operative eye on (B)(6) 2018 and was later explanted on (B)(6) 2018. Patient was experiencing impaired vision with both distance and near vision, and severe halos at night. Patient also indicated that the symptoms were intolerable. A model za9003 20.0 diopter was the replacement lens. Incision was enlarged, no suture was used. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 4/29/2019. Device returned to manufacturer: yes. Device evaluation: visual inspection of the return sample shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Historical data analysis: a search of complaints revealed no similar complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.